Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified part & lot information on patients sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient experienced side-effect from the device such as pain, swelling, inflammation, metallosis, infection, damage to surrounding bones and tissues, problems walking, and increased need for revision surgery to remove and replace the device.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.